Event description:
It was reported that an unspecified issue occurred. On (B)(6) 2024 the patient reported that they experienced a hyperglycemic event which occurred on an unspecified day after the sensor was inserted. The patient reported losing consciousness (B)(6) 2024. The patient¿s mother-in-law called emergency medical services (ems) and once they arrived, the patient¿s bg meter reading was 500 mg/dl. The patient could not recall what the cgm was reading at this time. The patient was also unsure of whether they received any cgm alerts leading up to the patient losing consciousness. The patient was transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was 1000 mg/dl. The patient regained consciousness after approximately 20 minutes. At an unspecified time during the patient¿s hospitalization, it was also reported she suffered a heart attack and was comatose for 7 days. The patient was treated with intravenous (IV) fluids but can no longer recall the specific medications and treatment provided to her. The patient was still in the hospital at the time of report but reported "feeling better". No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness. H6 codes: health effect - clinical code: e0612 (ischemic heart disease).

Manufacturer narrative:
(B)(4). B3 date of event - correction h2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.